Manufacturer narrative:
Product analysis: analysis determined that the programmer stylus and cursor were not aligned. It was noted that the floppy drive was not working, power cord bay was broken, the system fan was noisy, and the handle covers were cracked. Reseated connection between overlay and xy board and calibrated stylus. All found defective parts were replaced and all other identified issues were resolved. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a calibration error occurred on the programmer analyzer. The analyzer is expected to be returned. There was no patient involvement. It was further reported that the analyzer was returned. The programmer and radiofrequency (rf) head were originally returned as associated devices and subsequently tested out of specification during manufacturer's analysis.